Manufacturer narrative:
Section e1: establishment name: (B)(6) hospital. The device was returned for evaluation and the customers allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the visera elite ii video system center had an e333 touch panel failure error. The issue was found during a therapeutic procedure and it was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device was aged and the electric connector was vibrated for about one hour while it was connected, but no e333 occurred. In addition, the touch panel was operated, but an e333 touch panel failure did not occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was not reproduced. However, investigation result reveals that otv-s300 is designed to cause false alarms as a touch panel failure error even under normal conditions. Therefore, the indicated phenomenon could have occurred as a result of the device design. Olympus will continue to monitor field performance for this device.